Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned diagnostic procedure and the procedure was completed by restarting the system multiple times by user which got delayed the procedure. The philips remote service engineer (rse) was contacted by the in-house hospital biomed engineer stating that the system lost the geometry movements during use. The rse requested the in-house biomed engineer to call back if still needed assistance. No further information regarding the issue has been provided to philips as the in-house biomed engineer or the customer never contacted back to the rse, and customer was able to resolve the issue on its own. No further service has been performed by philips and the case was closed. No further action was performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was having geometry issues. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Additional information received from the philips remote service engineer (rse) indicated the user lost geometry movements during use, and had to reboot the system several times to complete the case. Philips has started an investigation of this complaint.